Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. The instructions for use state, "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red hub, while advancing the catheter down the accessory channel. Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user did not occlude the proximal end of the catheter during advancement, failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. A cook representative/distribution partner representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray kit was opened and set-up according to the IFU. The red activation knob was turned until it stopped, catheter was attached, and the on/off valve was opened. The trigger button was pressed to deploy powder, but nothing happened. Catheter was not occluded, tried pressing button a few times but no powder was coming out [difficult or unable to spray-subject of this report]. Changed to a new kit and same happened [difficult or unable to spray-captured under separate report]. Tried a third kit with success. All kits were deactivated before disposal and co2 was noted to escape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.